Event description:
It was reported from colombia that during a total knee replacement surgical procedure, it was discovered that part of the femur was cut with the sagittal saw attachment device, and when the tibia was cut the device stopped working because it overheated. It was reported that as a result, the user had to resort to a device that did not have the proper saw blades for the type of surgery. According to the reporter, the only battery device that was available had no power. The reporter indicated that a minimum of two batteries must always arrive in case one was discharged. It was reported that as a result, there was an hour delay to the surgical procedure to obtain a spare device. It was further reported that there were issues in the cuts since the saw blades from the institution's motor were not low profile. The reporter indicated that there was no infection; but an open wound exposure could lead to possible infections. It was further reported that there was no alleged malfunction against the battery devices. It was verified, that only a battery and a charger was obtained; however, it was reported that the battery did not fit in another accessory. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: saw blade devices, battery device, (B)(6) 2021. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A functional assessed was performed and it was determined that the device failed visual inspection. During the assessment, it was found that the device was not functioning. It was further determined that the device failed pretest for general condition, check for mechanical free movement and check general function in running mode. It was further determined that the most probable cause for the found defect was improper reprocessing. Therefore, the reported condition of the device heating up was confirmed. The assignable root cause was determined to be due to component failure from wear and environment.